Event description:
Conmed abc probe did not function when connected to generator. The defective probe was replaced with a "like" probe which functioned without issue. Diagnosis or reason for use: left laparoscopic robotic partial nephrectomy. Is the product compounded: no. Is the product over-the-counter: no.